Manufacturer narrative:
Device alarmed radio frequency failed during self test due to faulty connector on radio frequency board. No cosmetic damage noted.

Event description:
Customer reported via phone call that the device alarmed multiple radio frequency failed self test alarms. Customer's blood glucose was 180 mg/dl. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.